Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms damage to the tip of the device. This device exhibits signs of extreme wear and usage. A functional evaluation was conducted and confirms the locking mechanism is seized in place causing the stated failure. A medical investigation was conducted and confirms per email correspondence, there was no patient injury as a result of this device related issue, as there was no risk of the parts falling inside the patient. The procedure was completed with a 1-hour delay, using a competitor device. Therefore, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery after fastening it to the femur with a passer with an accord tensioner, the locking handle did not move when the first tensioner was used to tighten it up. When the second tensioner was used to tighten up the locking handle stop moving. The procedure was completed with 1 hour delay using a competitor back-up device. No patient injury.